Manufacturer narrative:
The cause of the limb ischemia, vf/vt/af/at, and thrombus was not determined since product was not returned and all the necessary information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: limb ischemia ventricular tachycardia impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support, the patient experienced several episodes of ventricular tachycardia (vtach) initially, along with a loss of distal flow and the observation of a large left ventricle thrombus. To address the loss of distal flow, a fem-fem bypass was performed, and the vtach episodes were promptly corrected through defibrillation. The patient was successfully weaned off of support.